Event description:
As it was reported by an affiliate, during a procedure, a stent of a palmaz genesis device dislodged in the patient. It was communicated that on (B)(6), the surgeon inserted an expandable stent via a balloon palmaz genesis, and detected that before arriving to the lesion, the stent released from the balloon. After removing the balloon the stent stayed closed in the artery. They had to remove the stent with a low profile balloon and then inflated with other balloon in the local of the lesion.

Manufacturer narrative:
Complaint conclusion: as it was reported by an affiliate a palmaz genesis stent dislodged from the balloon delivery system prior to the target lesion while in the patient. After removing the balloon the stent remained unexpanded in the artery. It was captured with a low profile balloon and moved to the lesion where it was inflated with another balloon. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15585050 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Type of reportable event was incorrectly reported as a malfunction but should have been reported as a serious injury. No additional information is available and no further reports will be forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.